Event description:
This is an adverse event occurring in a pt with a long-segment (9 cm) barrett's esophagus containing high-grade dysplasia. After a focal ablation, the pt reported no significant symptoms. However, on f/u endoscopy was noted to have a stricture within the treated area which was dilated.